Event description:
During the coil embolization procedure, the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/ g14610) couldn't be advanced through the prowler 14 ((B)(4)) microcatheter (mc) and the coil was changed to an unknown coil and the same thing happened. Then, the mc was pulled out and it was kinked. Afterwards, the original coil (cpl10020630) was advanced again with the new mc and somehow resistance was felt again. No further information has been provided in response to multiple investigative efforts. There was no patient injury. Analysis of the returned deltaplush cerecyte found the coil damaged (buckled).

Manufacturer narrative:
The deltaplush cerecyte microcoil 2 mm x 6 cm was returned for analysis. The proximal end of the coil was severely buckled. The remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool's cutout section, the v notch has been severely fractured. Located at the distal end of the damaged v notch, the damaged edges have been raised above the surface plane. Starting at the locking mechanism, the sheath has been damaged in multiple sections with the damaged material stretched away from the surface. There are two possible contributing factors to the coils resistance inside the microcatheter. A primary contributing factor to the coils resistance inside the microcatheter may have occurred when the sheath's pull tab was retracted straight back instead of up at an angle and then back. This causes the locking mechanism and other sections of the sheath to become embedded inside the resheathing tool's v notch. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This will then produce the buckling damage found to the proximal end of the coil. In this condition, significant resistance will occur. This condition will also give the impression that the resistance originated inside the microcatheter instead of at the resheathing tool. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger." A secondary contributing factor to resistance during advancement inside the microcatheter may have been due to distal interference inside the microcatheter from the kink which was reported as noted on the microcatheter after removal and confirmed with analysis of the returned microcatheter. The ID of the microcatheter was within specification. A review of the manufacturing documentation associated with this deltaplush cerecyte microcoil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Procedurally the microcatheter would have been positioned over a guidewire to the target lesion prior to introduction of the coil through the microcatheter. Based on this, it appears that the kinking of the microcatheter due to procedural factors is a likely contributing factor to the initial inability to insert the coil. Based on the analysis of the returned coil system, it appears that procedural factors and device handling contributed to the damages found on the coil and the delivery system and to the resistance encountered with re-attempt to insert the coil into another unknown microcatheter. There is no indication of any manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.